Manufacturer narrative:
Reported event: an event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported fractured component was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: a complaint history review confirmed that there are no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
The customer reported that during a thr (exeter /trident) an im plug allegedly broke during insertion. All pieces were successfully washed out and a second plug was then implanted. There were no adverse consequences for the patient and no more than a minute delay while the pieces were washed out.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by hospital.

Event description:
The customer reported that during a thr (exeter /trident) an im plug allegedly broke during insertion. All pieces were successfully washed out and a second plug was then implanted. There were no adverse consequences for the patient and no more than a minute delay while the pieces were washed out.